Event description:
It was reported that after a rotator cuff procedure with a footprint, the patient had an infection, then a follow up was performed in july to remove the anchor. The patient outcome is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported 5.5 footprint ultra pk suture anchor assembly, used in treatment, will not be returned for evaluation. An exact root cause cannot be determined with confidence with the limited clinical information provided. Based on the nature of the complaint, a review of the sterility records was conducted. The product was sterilized per specifications. All process parameters were confirmed to be within specification. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.